Event description:
During an in-clinic follow-up, episodes of post paced t-wave oversensing (pptwos) and pacemaker mediated tachycardia (pmt) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable with no consequences.